Event description:
It was reported that the customer's blood glucose level was high (401 mg/dl). Tandem technical support had customer check the settings on their pump and it was confirmed that no basal setting had been set with their personal profile. The customer went to the hosp but was not admitted. The customer was provided levemir to maintain a basal rate until the customer's healthcare provider could set the correct basal rate into the pump.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.